Event description:
The event is reported as: the bullet released off the suture material. The bullet remained in the pt. No pt injury reported.

Manufacturer narrative:
Evaluation method: other - device history record (DHR) review. Results: DHR review for the reported lot number showed no issues or discrepancies which could potentially relate to the complaint reported. Tests cards were reviewed from manufacturing and quality, finding that on that attachment strength test the individual minimum valve on the manufacturing test card was 7.0lbs and on the quality test card was 7.8lbs in comparison with the requirements on the individual minimum value of 5.8lbs. Conclusions: device not returned - no evaluation will be performed. No conclusion can be drawn. Customer complaint can be confirmed due to lack of sample for investigation. No root cause can be determined at this time. No corrective action can be established at this time.